Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving li oresal [2000 mcg/ml] at a rate of 100 mcg/day via intrathecal drug delivery pump. The indication for use of the drug delivery system was intractable spasticity. It was reported that the patient developed increased spasticity. An attempt was made to aspirate the catheter access port, but no ce rubrospinal fluid (csf) was obtained. The cause of the issue was unknown; however, the catheter was pulled down a couple of levels and good csf flow was obtained, so a revision was performed to splice the catheter at the spine site. As of (B)(6) 2015, it was indicated that there was no patient injury. The cause of the issue was not provided. Further follow-up was being requested to obtain additional information.

Event description:
Additional information received reported that the patient first started experiencing increased spasticity (B)(6) 2015. Trouble shooting consisted of a 100 mcg bolus done through the pump without significant improvement. A lumbar puncture with 100 mcg bolus was done with good results. A rotor study and catheter dye study were performed and were unable to withdraw cerebrospinal fluid. The surgeon pulled the catheter out slightly and got good cerebrospinal fluid flow again. The catheter was spliced.